Event description:
Info received by email from pt. The pt reports wearing acuvue contact lenses in high school when switching to acuvue oasys a few yrs later. The pt reported "my eyes becoming more and more irritated as the days passed." The pt reported not being able to continue lens wear due to stinging, tearing and redness. The pt reports seeing an eye doctor and "discovered my corneas were very damaged and they put me on steroid eye drops so I could finally see again." The pt reports he/she was diagnosed with keratoconus. The letter expresses disbelief in the diagnosis and a belief that the issues including ghost images and inability to wear any brand of contact lenses is due to the experience with acuvue oasys contact lenses. The pt has not responded to numerous attempts to contact. No physician info was provided. No medical confirmation can be provided. No product has been returned and no lot info has been provided. As the link between contact lens wear and keratoconus is controversial, this event is being reported due to the implied causality. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusions can be drawn.